Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01525. It was reported that the system was not functional well. X-rays confirmed that the lead had migrated and come out of the epidural space and no longer providing efficacy. Battery was on high usage and unknown if it prematurely came to end of life. As such surgical intervention took place wherein the ipg and lead were explanted and replaced with new ones. Post procedure therapy was restored.